Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 341 mg/dl and 161 mg/dl. 339 mg/dl and 154 mg/dl the comparisons were performed approximately 2 hours apart. The values of 161 mg/dl and 154 mg/dl were obtained using an incorrect code key. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A reactive advia centaur (B)(6) igm result and a non-reactive (B)(6) total result were obtained for a pt sample and reported. The physician questioned the results. The customer performed repeat (B)(6) igm and (B)(6) total testing on three different advia centaur systems and the results were the same. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) igm results.